Event description:
On july 19, 2006, a clinical incident involving a covac 50 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the right knee, the patient was reported to have sustained a second degree burn to the patient's right calf approximately 4" x 6" in size. The burn was treated with a tegaderm bandage. No further information available on the patient's current condition.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation. The hospital confirmed the device was not used with suction. The instructions for use for the device provides the following warning "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient." The patient was referred to a dermatologist and has not returned to the hospital for treatment. No additional information is available for the patient's current status.